Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high frequency resection electrode tip was broken. The issue occurred during a therapeutic transurethral plasma resection of the prostate. Then changed to another device and finished the inspection. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to wear and tear. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Corrected data: b5 (the information provided was inadvertently omitted from the previous follow-up medwatch report).

Event description:
No other devices were involved in the event. The procedure related to the event was delayed around 10 minutes. The same device was used to complete the procedure, and no part of the device detached or fell inside the patient.